Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 68(trace pointers are invalid), no delivery/occlusion alarm, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer reported an insulin flow blocked alarm. The customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. The customer re-attempted load reservoir fills tubing process after a complete set change and insulin did not exit or pump alarmed. Customer reported receiving a pump error. The customer was able to clear the error but was unable to complete the rewind process. The customer reported that the pump was exposed to moisture and fluid was present in the battery compartment. Customer reported damage to the battery cap. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurement, sleep current measurement and occlusion test. No failed battery test noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Pump error 68 was found in the history files on (B)(6) 2024 02:22:48.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: (B)(6) 2024 01:59:20.000 was found in the history files and traces. Pump was cut to perform visual inspection and found evidence of moisture damage on pcba 1 and pcba 2. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024 02:03:31.000 bolus, (B)(6) 2024 02:05:00.000 basal in pump downloaded history during bolus and basal. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay and scratched case. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Failed battery test was not confirmed. Pump error 68 not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.